Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of embolism is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified anatomy resulting in the reported failure to advance. Interaction and/or manipulation of the device resulted in the reported stent dislodgement and subsequent embolism. The treatment appears to be related to the operational context of the procedure as dilation catheters were advanced and able to open and implant the dislodged stent, successfully completing the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information reviewed, there is no indication of an IFU deviation.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified mid left anterior descending (lad). The 2.75 x 15 mm xience sierra stent delivery system was advanced into the patient anatomy; however, due to the patient anatomy, the stent delivery system was unable to cross to the target lesion. The stent delivery system was pulled back to remove and the stent dislodged and embolized to the proximal lad. A 1.0 dilatation catheter was advanced through the stent and inflated to move the stent to the target lesion. Once the stent was at the target lesion, the 1.0 dilatation catheter was removed and a larger dilatation catheter was advanced through the stent and inflated, fully apposing the stent to the vessel walls. No additional intervention was required to treat the target lesion. There were no adverse patient effects or clinically significant delay. No additional information was provided.